Event description:
A customer reported that the pump's screen had blacked-out areas and lines appearing across it, affecting their ability to interact with the device. There was no indication of blood glucose levels rising above 500 mg/dl or dropping below 54 mg/dl; the customer's blood glucose level remained stable. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.